Event description:
The facility reports the pt grabbed the cling clip and cut open their fourth and fifth fingers. The pt required 40 stitches.

Event description:
The facility reports the pt grabbed the cling clip and cut open his fourth and fifth fingers. The pt required 40 stitches.